Manufacturer narrative:
During an insulin injection by a nurse for the patient in the hospital, the patient felt abnormal pain. The needle was bent when inspected afterwards. Needle was replaced to complete the therapy. Skin redness and swelling was observed. The batch record review showed no abnormalities or deviations from the validated manufacturing process for the main batch 231235. Process documentation was reviewed and investigation verified that before the peel foil is sealed, the angle of the cannula cartridge end (wobble circle) was checked 100% during the assembly process. Inspection sorts out non-conforming parts such as bent cannula cartdige. No error can be found.

Event description:
During an insulin injection by a nurse for the patient in the hospital, the patient felt abnormal pain. The needle was bent when inspected afterwards. Needle was replaced to complete the therapy. Skin redness and swelling was observed.